Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot tube of the endotracheal tube was broken. Staff moved it and noticed it hanging off, balloon part was inflated and intact. There was patient involvement, but unknown patient harm/adverse event reported.

Manufacturer narrative:
One sample was received for evaluation. Functional testing was able to confirm the reported problem. The probable cause of the cut tubing is a sharp object during use. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.